Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system waso be implanted in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the stent first flange was deployed in an incorrect location. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4).